Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The valve remains implanted in the patient. In this case, the cause for the annular rupture cannot be determined; however, patient factors (annular calcification) may have contributed to the event. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a tf tavr procedure a successful bav was performed prior to implant of a 29mm sapien 3 (s3) valve in the native aortic valve. During deployment, the delivery system balloon was underinflated by 2cc. Post deployment of the s3 valve, the patient¿s pressure became unstable and an echo revealed a pericardial effusion. A pericardiocentesis was performed. The patient was not ischemic and did not display significant aortic insufficiency. The physicians determined that the patient suffered an intra-annular rupture. The patient was intubated, but the physicians decided to carefully monitor the progression of the effusion instead of converting to surgery. A pericardial drain was inserted, and the patient was observed inside the room with serial echoes for an hour. The patient was transferred in stable condition for post management care. Of last communication, the patient was doing well. Per report, the intra-annular rupture was caused by the thv valve. The patient¿s native annulus diameter measured 26.6 mm with an area of 554 mm2. The degree of native valve calcification was not provided.